Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out for normal eri, externalized conductors between the rv and svc coils were observed via diagnostic imaging. No electrical anomalies were detected. Patient was asymptomatic. Lead will be monitored.